Event description:
It was reported that the device displayed an alarm - error codes / messages.. There was no patient involvement.

Manufacturer narrative:
New information: investigation and root cause completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/28/2012 to the present date 09/29/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an alarm - error codes / messages. There was no patient involvement.